Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the physician inquired to technical services (ts) regarding the instructions for delivering a synced shock to this patient implanted with an implantable cardioverter defibrillator (ICD) and this lead that has chronically elevated threshold measurements of 3.4 volts. The patient is 0 percent paced and the lead is being kept for sensing. No specific model or serial number information is available. Additional information was received that the patient underwent a revision procedure where they received a new ICD system, and the lead was replaced. When the field representative received the additional information, it was noted that the model serial number information of the lead was still not available to the field representative as the attending physician was on leave. If additional information becomes available, this report will be updated.

Event description:
It was reported that the physician inquired to technical services (ts) regarding the instructions for delivering a synced shock to this patient implanted with an implantable cardioverter defibrillator (ICD) and this lead that has chronically elevated threshold measurements of 3.4 volts. The patient is 0 percent paced and the lead is being kept for sensing. No specific model or serial number information is available. Additional information was received that the patient underwent a revision procedure where they received a new ICD system, and the lead was replaced. Additional information was received that synchronized shock testing was performed at one point during troubleshooting with good measurements. The sensing, impedance and threshold values after the shock test remained stable. The cause of the high threshold measurements remained unknown.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the physician inquired to technical services (ts) regarding the instructions for delivering a synced shock to this patient implanted with an implantable cardioverter defibrillator (ICD) and this lead that has chronically elevated threshold measurements of 3.4 volts. The patient is 0 percent paced and the lead is being kept for sensing. No specific model or serial number information is available. Additional information was received that the patient underwent a revision procedure where they received a new ICD system, and the lead was replaced. Additional information was received that synchronized shock testing was performed at one point during troubleshooting with good measurements. The sensing, impedance and threshold values after the shock test remained stable. The cause of the high threshold measurements remained unknown. Additional information was received that a different physician clarified information that was previously given. It was noted that the patient has not yet undergone a revision procedure. At this time patient still has the same ICD and this right ventricular (rv) lead. It was noted the ICD has an estimated two and a half to three years remaining. The physician will consider changing the lead at the time of device change out. Synchronized shock testing was performed at one point during troubleshooting with good measurements. The sensing, impedance and threshold values after the shock test remained stable. The cause of the high threshold measurements remained unknown.